Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(6).

Event description:
It was reported that during infusion, the pump exhibited an unknown alarm which resulted in the patient not receiving their full dose. It was reported the infusion was continuous with a length of 46 hours, a rate of 2.2 ml/hr. The reservoir volume was 101 ml when given, and 18.1 ml remained when the patient returned with the alarm. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Other text: additional contact information: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.